Event description:
It was reported that the patient has pectoral stimulation. It was also reported that the ventricular capture management showed high thresholds at times. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has pectoral stimulation. It was also reported that the ventricular capture management showed high thresholds at times. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that patient had pectoral stimulation, tingling sensation, and occasional burning sensation in the device pocket. The lead was explanted and replaced. No further patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched; full lead returned and analyzed.